Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 414 mg/dl. Customer stated other blood glucose value was 446 mg/dl, 448 mg/dl. Customer experienced symptoms such as difficulty in breathing. The customer was treated with intravenous drip, visited to emergency room, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer declined troubleshooting. The insulin pump will not be returned for analysis.